Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call of customer's hospitalization for high and low blood glucose levels. The doctor states the customer had been going from 546mg/dl to 30mg/dl. The doctor wished to troubleshoot the device to assure it was functioning properly. The customer's most current level was 118mg/dl. The customer was treated for the highs and low at the hospital. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.